Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, crystallization was found on the scope control body. However, component analysis of the foreign material could not be identified. The root cause could not be identified. Based on the results of the investigation, the device was incorrectly handled during reprocessing and interoperability problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had crystallization on the scope control body. There was no patient involvement.